Manufacturer narrative:
Date of event and UDI section are unknown, no product information has been provided to date. A product sample was received and is awaiting evaluation, investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the airway pressure of the product would not go down during the exhalation phase. No patient injury reported.

Manufacturer narrative:
One device was received for investigation. During visual inspection the device was observed to have no damage or anomalies. The reported issue was confirmed during functional testing when the device would not switch between inhalation and exhalation, resulting in a constant flow of gas. The issue was traced to the input manifold, which determined to be faulty, however no root cause could be found for this condition. As no manufacturing root cause could be identified, no review of manufacturing device history records was conducted. A review of device service history found no related issues. The device input manifold was replaced and the device passed all testing.